Event description:
Event description guidant received information that during a procedure, this implantable cardioverter defibrillator (ICD) administered antitachycardia pacing (atp) for ventricular fibrillation, requiring an external shock to be administered. The electrogram displayed intrinsic ventricular events not being sensed. A high voltage fault code was displayed.